Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue returned and confirmed their understanding of the instructions.